Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found that the cuvette dry tips were contaminated, and the mixers were slightly damaged. The fsr replaced the mixer and the alnty c-series cuvtte d which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have been no further reports of discrepant magnesium results since the current complaint. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending of the mixer and the alnty c-series cuvtte d did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial ac03111, mixer, or the alnty c-series cuvtte d was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one sample generated on instrument serial number (B)(4). The following data was provided: sid (B)(6) initial result = 0.83 mmol/l, repeat on serial number (B)(4)= 0.53 mmol/l no impact to patient management was reported.